Manufacturer narrative:
Service tech was unable to verify the reported "making strange noise", "low peak pressure alarming" and "02 pressure alarming" problem. Connected a known good ac adapter, patient circuit, and vt plus flow analyzer. Powered on the vent at the customer's settings. The readings look good on the vt plus. Passed the circuit leak test at 9.3lpm. Vent passed 71.6 hours of extended testing. Failed the initial final test at the flow trigger sensitivity test due to the pressure module, flow sensor, and bias valve. Unable to duplicate the reported problem.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire facility and the event trace has been downloaded. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator alarmed low peak pressure and 02 pressure. At this time, there is no information regarding patient involvement associated with the reported event.